Manufacturer narrative:
(B)(4).

Event description:
It was reported "in the last 2 months, when inserting the cvc, doctors have noticed that the dilator splits during the insertion of the dilator and this leads to difficult manipulation of the lead, sometimes even breaking it." There was no delay to therapy. No medical intervention required. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "in the last 2 months, when inserting the cvc, doctors have noticed that the dilator splits during the insertion of the dilator and this leads to difficult manipulation of the lead, sometimes even breaking it." There was no delay to therapy. No medical intervention required. There was no patient harm or injury. The patient's current condition is reported as "unknown".